Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that some metal bits was flaking off from the phaco tip during phaco surgery. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: 30 april 2024 section h3: device evaluated by manufacturer: yes device evaluation: 2 opor3021r phaco tips received in a bag without original packaging but paperwork included in package indicate products as opor3021r lot # 5185576. Visual inspection of the returned product revealed discoloration on the phaco tips. There is no evidence metal flaking off or loose particles. The reported event is not confirmed. Manufacturing record review: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The manufacturing records review for this production order (po) shows that the units were released within specification. No nc/ER was found as part of this manufacturing records review. For complaint history review, a search of complaints related to this production order (po) was performed in the system. The search revealed that no other complaints were received for this po. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency.